Manufacturer narrative:
To date limited medical records have been provided, which included the implant operative report and implant tracking log. Based on the limited information available at this time, no conclusions can be made. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following information was provided to davol by the patient's attorney: on (B)(6) 2016 the patient was diagnosed with heavy menstrual bleeding, uterine fibroids, chronic anemia, stress urinary incontinence (sui) and underwent a laparoscopic vaginal hysterectomy, bilat salpingectomy, tension free vaginal tape with implant of a bard/davol soft mesh followed by cystoscopy. Per the implant operative report details, "a tension free vaginal tape was placed by first injecting the vaginal mucosa anteriorly and dissecting the vaginal mucosa off the mid urethra. Once dissected back to the pubic ramus a caldera device was placed vaginally and brought up through the suprapubic region. The same procedure was repeated on patient's right and after placement of both the caldera trocars the cystoscopy was done. Normal appearing bladder mucosa, there was excellent ureteral jet streams and no suture or injury to the bladder. The foley was replaced and the bard mesh brought into placement in a tension free manner. The mucosa was then closed with polysorb." Attorney alleges unspecified adverse patient outcomes associated with use of device.